Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system package was damaged. This was discovered before use. The following information was provided by the initial reporter: (B)(6) 2019 the patient was diagnosed as bronchial pneumonia, and the doctor ordered intima-ii to be used. When using the closed intravenous catheter, it was found that the packaging was damaged. The broken intima-ii was immediately abandoned, qualified products were replaced, and all instruments of the same batch number were checked actively.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system package was damaged. This was discovered before use. The following information was provided by the initial reporter: 2019-10-15 the patient was diagnosed as bronchial pneumonia, and the doctor ordered intima-ii to be used. When using the closed intravenous catheter, it was found that the packaging was damaged. The broken intima-ii was immediately abandoned, qualified products were replaced, and all instruments of the same batch number were checked actively.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned so the failure mode could not be observed. Root cause could not be determined.